Manufacturer narrative:
The referenced device was returned for evaluation. The customer reported issue was confirmed as the service inspection identified a portion of the ceramic insulation at the device¿s distal end was broken off (approximately 70%) and not returned. The remaining piece on the sheath was sharp/jagged. Additionally, the sheath has minor scratches throughout with dents and corrosion/rust at connection neath the yellow-colored indication band. The legal manufacturer performed a manufacturing and quality control review was performed for referenced device. There is no non-conformity associated with this device with respect to the described issues. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. The product was sold on 02, october 2019. A review of the repair records confirmed the subject device was not repaired in the past year. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. The damage of the insulation material of the sheath was potentially caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issue is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. In general, the customer is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states the following: warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing - inspecting the product: visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service centre. Olympus will continue to monitor complaints for this device.

Event description:
Olympus customer care was informed by the user facility that that the customer inner resection sheath¿s black colored ceramic tip broke off inside the patient during procedure. The broken tip was retrieved, and the intended procedure was completed using the same equipment. No death, injury or harm was reported to olympus.